Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump was exposed to moisture and the keypad was unresponsive. The customer's blood glucose level was unknown. The call was disconnected and no further details were obtained.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was received with moisture damage on lcd board, cracked reservoir tube lip, cracked case near display window corners and cracked display window. Additional information has been received which was not included in the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via phone that the customer's insulin pump was exposed to moisture and the keypad was unresponsive. The customer stated the fluid was underneath the display. The customer's blood glucose was 170mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan.